Event description:
Handpiece primed successfully but when attempting 10 second test of handpiece it read "handpiece failure". All connectors checked. The black cord from handpiece that attaches to tenex machine has 3 pins but the console has 4 pins, connection couldn't be made. Black cord wouldn't screw in all the way even though arrow lined up with dot on console. After several attempts with repeated "handpiece failures", new handpiece used.

Manufacturer narrative:
The unit was received from the field for evaluation. Refer to evaluation # (B)(4). Microtip received disconnected from cassette. Testing microtip portion: electrical wiring functions normally, sweep normal. Tested cassette portion: electrical wiring functions normally. Slightly bent connector pin. ""Missing 4th pin"" normal. Could not verify problem through visual inspections. Recommend training; close evaluation of facility. History of problems/unvalidated claims suggests retraining needed. The DHR for lot 15413-02 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15413-02. A review of lot history showed that there were only two (2) reported microtip unit failures from this lot. Lot 15413-02 has a failure rate of (B)(4). Due to the number of complaints reported from this facility a senor clinical manager went to the facility on (B)(4) 2013 to conduct training for the staff. Per the senior clinical manager, the issues observed during the training occured due to user error. Since the formal training, there have been no further complaints reported from this facility.